Event description:
It was reported by service report that the foot end of the bed could not raise or lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: lift power cable.